Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that intermittent image occurred due to a bad cable. It was also noted that the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had no image. The issue was found during preparation for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, cable failure was observed. Therefore, it was determined that the video function did not work properly due to cable failure and the indicated phenomenon [no image] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.